Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12.5/+2.5/85 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. The lens was returned in a small vial. Visual inspection found no visible damage to the lens. (B)(4).